Event description:
On (B)(6) 2016, (B)(6) staff reports, heard popping coming from thermal cycler. Unit started sparking and smoking. Sparks and flames were near the power switch. Unit serial number (B)(4). Unit returned to bio-rad for repair. According to bio-rad the malfunction that caused the sparks, popping noise and flames is due to a defective power supply. Bio-rad did not issue a recall because of a less than (B)(4) failure rate, and thought that issue is contained to a power supply enclosure.